Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effects of restenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use, as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that in (B)(6) 2000 an unknown bare metal stent was implanted. On (B)(6) 2013, the patient underwent angiography and due to stent restenosis an unknown xience prime was implanted. On (B)(6) 2013 restenosis was confirmed in the same site and the patient had coronary artery bypass graft (CABG) surgery on (B)(6) 2013. No additional information was provided.